Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
String broke, got stuck - vagina [foreign body in reproductive tract]. String broke, came out without me putting it in [device breakage] string broke, got stuck and could not get it out [complication of device removal]. Case narrative: consumer reported via letter that the tampon string broke. No serious injury was reported.